Event description:
The patient presented to the hospital after a vibratory alarm. The device was checked and right ventricular (rv) failure to capture was observed. The rv output was adjusted and the an in-clinic follow-up is anticipated. The patient was stable and did not experience any adverse consequences.